Event description:
Started experiencing dizziness, headaches, nose bleeds, constant sinus infections and hearing loss around (B)(6) 2020 up until current date of (B)(6) 2023. Also during this time I started experiencing a smell coming from my CPAP machine. Then around (B)(6) 2020 the symptoms mentioned prior started to became daily and lasting longer making it difficult to do daily routines like walking, driving, bending over and standing for long periods of time eventually taking me out of work. Then in (B)(6) 2020 I started to get a blackish film/haze in the water reservoir in the machine and I took pictures to show my doctor. Multiple test was conducted for a year for the symptoms I was experiencing and none of the doctors could understand but they witnessed me becoming dizzy and constant headaches. During 2020 I was put on antibiotics 4x to rid of sever sinus infections but they wouldn't fully go away. In july of 2021 watching the news that's when I saw the recall for the CPAP device and possible symptom's. The following day I notified all my health care providers of the recall. The ent(ear, nose, throat) and my primary care doctor mentioned that I should reach out to my pulmonologist. She denied that anything was wrong with the machine and that mines wasn't on the recall list (which it was ) I also mentioned that I had pictures. She didn't want to see them. I never used the ozone cleaner on my device because she stated that's the only way your device could be recalled or effected. My primary care provider directed me to change pulmonologist because to her knowledge it wasn't true but felt it was wise to get a second opinion.